Manufacturer narrative:
Additional information was added to d9, h3, h4, and h6. H4: device manufacture date - the lot was manufactured between july 21-22, 2025. H11: the device was received for evaluation. Visual inspection on the returned unit via the naked eye noted the bladder has been ruptured. When the bladder ruptures, fluid from the bladder is expected to leak inside the bottle and contained inside the bottle. The ruptured bladder was examined for signs of abnormality, and no signs of abnormality were observed on the external and internal surfaces of the bladder, the rupture line and stressmember. Therefore, possible root cause for bladder rupture may be due to inherent variation in the material from manufacturing, as bladders are manufactured with rubber. The reported condition was verified. The cause of the reported condition could not be determined; however, was likely a manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor was leaking from an unspecified location. The leak was observed prior to patient use. The device was filled with vancomycin in sodium chloride 0.9%. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter postal code - (B)(6) should additional relevant information become available, a supplemental report will be submitted.